Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
While the scrub nurse was setting up the instruments prior to the attune knee replacement case she noticed that the red topped screw was unscrewing completely and coming apart from the rest of the jig up rod. The attune surgical set that this instrument was on, was set aside & quarantined and a new set of instruments was opened & prepared. The surgery continued as normal and surgery time was not prolonged.

Event description:
Additional information was received: a. Did the instrument break into 2 or more pieces? 2 pieces proximal uprod & locking screw that isn¿t meant to detach from uprod.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received that "while the scrub nurse was setting up the instruments prior to the attune knee replacement case she noticed that the red topped screw was unscrewing completely and coming apart from the rest of the jig up rod." This complaint involves one (1) device. The product was not returned to depuy synthes; however, photos were provided for review. (B)(4). The photo investigation revealed that '254400018, attune em tibial prox uprod has locking screw broke. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended user error. The provided evidence was not sufficient to confirm the reported event of fell apart - unattached. Functionality issues cannot be evaluated through a photo since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune em tibial prox uprod would contribute to the complained device issue. Based on the investigation findings, the locking screw broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.